Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The father stated that he is in his way to work and did not have time to troubleshoot the insulin pump. The father called back and stated that the customer changes the infusion set two to three days as recommended. It was stated that the customer's most recent glucose reading was 113 mg/dl, and she was treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. The high pressure test could not be performed as customer did not have a tubing clamp. Advised that the customer should monitor her glucose level and call back when the clamp arrives to continue testing. No further info was provided.